Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and high pacing threshold measurements. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.